Manufacturer narrative:
The pod was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer reported that he experienced a high bg reading (253mg/dl) while wearing the pod. The cannula was said to have been kinked, though no pod alarm was initiated. He stated that his bg levels, while wearing pods whose cannulas "do not kink", range form 70-150 mg/dl, but "when the pod cannulas are kinked," his bg levels "always run over 180mg/dl." The subject pod will be returned for evaluation.